Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation an alert for charge time limit reached was seen. Manual capacitor charging in clinic was normal. Device remains implanted. No adverse consequences were reported.